Event description:
Follow-up information was obtained which indicated the implant date was not after the use by date.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5554-45 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device, atrial lead and right ventricular (rv) lead were implanted after the use by date. The system remains in use. No patient complications have been reported as a result of this event.